Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2012 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2012. Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 15205213. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. No further information could be obtained.

Manufacturer narrative:
Explant date: (B)(6) 2012. The explanted device was not returned to bsn. The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. No further information could be obtained.